Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided: date of event - unknown; device code - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; (B)(6). PMA/510(k) number / manufacture date ¿ unknown. Product location unknown

Event description:
Information was received based on review of a journal article titled "does activity affect the outcome of the oxford unicompartmental knee replacement?" Which aimed to determine the relationship between post-operative activity level and outcome in this cohort of 1000 ukrs, using the oxford unicompartmental knee. This study consisted of 1000 phase 3 oxford ukrs (818 patients) in between (B)(6) 1998 and (B)(6) 2010. The mean age at time of procedure was 66 years. Four knees were lost to follow-up in the first year. The mean follow-up time was 6.1 years with 620 knees having been followed-up for at least five years. There were 41 revision: 17 for progression of osteoarthritis in the lateral compartment, seven for infection, six for bearing dislocation, six for pain, three for component loosening and one for avascular necrosis of the lateral femoral condyle. The one case, the reason for revision was unknown as the revision was performed outside the (B)(6). In conclusion, this study assesses the impact of activity level on the survival and clinical outcome of patients undergoing medial oxford ukr using a minimally invasive approach, with 14 years of follow-up. When assessed objectively the knees function equally well whatever the level of activity. However, the functional outcome was better and the survival at least as good if not better in the high compared to the low activity group. The authors findings suggest that following this procedure activity can be encouraged.

Manufacturer narrative:
The product was not returned for evaluation due to unknown location. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation, under possible adverse effects: "8. Early or late postoperative, infection, and allergic reaction.", "13. Dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." , "20. Persistent pain." , "10. Loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.", and "6. Material sensitivity reactions." Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation

Event description:
This report will address the patient who underwent a revision for an unknown reason on an unknown date that was identified in the article. There has been no further information provided and the patient outcome is unknown.